Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3982a, lot # lb9740, implanted: (B)(6) 2004, product type lead; product ID 3982a, lot # lb9740, implanted: (B)(6) 2004, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient felt a shooting pain in their right leg when therapy was on or off. The reporter stated they were not sure therapy was helping the patient¿s pain. It was noted the patient had a tough night last night and they were in a lot of pain. It was further noted the patient had shoulder pain, but the implant was intended for the patient¿s phantom stump pain in their right leg. The reporter stated the patient¿s healthcare professional (hcp) set the stimulation at 0.5 and it had been at that setting for a long time. It was noted the patient had an appointment with their hcp on the day of this report. It was further noted the patient¿s hcp stated they could not help the patient if the patient was not feeling pain when they came into the office. The reporter stated they were going to have to learn how to use the programmer because their patient could no longer make adjustments on their own. It was noted the reporter was able to sync with the implantable neurostimulator (ins) and they verified stimulation was at 0.5. It was further noted that stimulation was adjusted to 1.05 and the patient could feel stimulation. It was noted the patient was incontinent. Additional information received reported the patient was getting shooting pain or electric shocks in their stump. It was noted the patient was an amputee. It was further noted that this started about one week ago. The reporter stated the patient had shooting pain all the time now. It was noted the patient saw their hcp last one week ago and they complained about the shooting pain and electric shocks in the patient¿s stump. It was further noted the patient was prescribed dilaudid. The reporter stated the patient hallucinates when they take oral vicodine and they did not want to give the patient anymore. The reporter further stated they wanted to know if the leads could have moved. It was noted the patient could not have further surgery due to their condition. It was further noted that due to the patient¿s mental condition it was hard to use the programmer to increase therapy. The reporter stated the hcp said the patient could not use the stimulator because of the patient¿s dementia condition. The reporter further stated they use the antenna locate feature to initiate the charge each time the patient recharges. It was noted the recharger was not showing the normal screen and the reporter described the recharger charging session screen. It was further noted that at the time of this report the patient¿s stimulation was at 0.0. The reporter stated they would continue to charge and try increasing stimulation when the charge session was complete. Additional information was requested, but was not available as of the date of this report.